Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. As stated in the gore excluder aaa endoprosthesis instructions for use, potential device or procedure related adverse events include, but are not limited to, infection (e.g., aneurysm, device or access sites), surgical conversion, and death. Additional gore devices related to this event: pxc201200/05311679 and pxl161207/05031087.

Event description:
On (B)(6) 2007, the pt was implanted with three gore excluder aaa endoprostheses to treat a right iliac artery aneurysm. In 2009 (actual date unk), the pt had lumbar injections for back pain prior to developing a psoas abscess. Although the graft appeared not to be contiguous with the abscess, graft seeding occurred; therefore, the gore devices were explanted. On (B)(6) 2009, the pt died. It was noted that the need for graft removal contributed to progressive sepsis, duodenal fistula, and death.